Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04)- head. The reported event was able to be confirmed by evaluation of the provided medical records. No product was returned or photos provided. Review of the device history records identified no deviations or anomalies during manufacturing for the head. Medical records were reviewed by a health care professional and identified that approximately 9.5 years post implantation, the patient underwent a revision due to pain and elevated ions. During the revision, scar tissue and tissue damage was identified. It was noted that no frank metallosis was seen. The head and taper adapter were explanted and exchanged for a ceramic head. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). D10: unknown m2a magnum cup ¿ unknown part and lot. Unknown stem ¿ unknown part and lot. 139254 ¿ m2a taper insert ¿ 202930. Product will not be returning to zimmer biomet for the investigation as the product was not returned by the attorney. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01043.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation due to pain and elevated metal ions. During the revision, scar tissue and tissue damage were noted. The head was exchanged without complication. Attempts have been made and additional information on the reported event is unavailable at this time.